Manufacturer narrative:
Omit : b21 - type of investigation not yet determined, c21 - results pending completion of investigation, d16 - conclusion not yet available. Additional information : device eval by manufacturer?, reason code for no evaluation, if other specify, imdrf annex a, b, c, d, g codes and manufacturer narrative. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the reported issue of an over infusion of precedex (dexmedetomidine) was not able to be confirmed through review of the logs or was able to be replicated during the suspect pump module testing. The log analysis found an infusion of dexmedetomidine at 400mcg/100ml was started on the date (B)(6) 2024 at the time of 8:14 am. The parameters were, patient weight at 69.3kg, dose at 0.2 mcg/kg/h (rate=3.465ml/h), and the volume to be infused (vtbi) at 60ml. The infusion was manually stopped at the time of 8:32 am by the clinician with selecting of the pause key. The infusion was not continued after it was stopped. The volume infused was recorded at 1.004ml. It is not possible to determine what the actual volume is within an IV container at the start and ending of an infusion from a review of the pump module or a pcu event log. This is not a function of the event log; it only can reflect the inputted information it receives either manually or remotely with respect to volume to be delivered. The pump module event log could not determine why the infusion that was programmed to infuse for approximately 17 hours was terminated early after only infusing for approximately 30 minutes. The inspection and testing process did not find any existing malfunctions that may have been a contributing factor for the reported event. The pump module and administration set were found to be infusing within specification. Per product labeling, the alaris system user manual (v9.33) states within warnings and cautions, ¿to prevent a potential free-flow condition, ensure that no extraneous object (for example, bedding, tubing, glove) is enclosed or caught in the pump module door.¿ it is not known if any of the preceding conditions may have existed at the time of the reported incident. The alaris system user manual, door keypad artwork, and the quick reference guide remind the user to ¿close the roller clamp before opening the door¿. The administration sets roller clamp should be the primary means of controlling fluid flow when the device door is opened. H3 other text : not applicable. Device evaluated by bd.

Event description:
It was reported that the registered nurse (rn) started the patient on a new precedex drip at 0810am. At 0830am, the patient's blood pressure (bp) was 47/32 mmhg and heart rate (hr) was 63 beats per minute (bpm). Repeat bp was 48/31 mmhg, and the hr was 63 bpm. A levophed drip was reportedly restarted, and the physician was paged to bedside stat. The bp improved with medication. The physician came to bedside and noted that the precedex bag was "empty." The physician and staff rn verified that drip was correctly programmed per order. Another rn checked the tubing/bag for leaks and that IV pump was properly loaded. No new orders per physician and the patient was monitored continuously.

Manufacturer narrative:
A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the registered nurse (rn) started the patient on a new precedex drip at 0810am. At 0830am, the patient's blood pressure (bp) was 47/32 mmhg and heart rate (hr) was 63 beats per minute (bpm). Repeat bp was 48/31 mmhg, and the hr was 63 bpm. A levophed drip was reportedly restarted, and the physician was paged to bedside stat. The bp improved with medication. The physician came to bedside and noted that the precedex bag was "empty." The physician and staff rn verified that drip was correctly programmed per order. Another rn checked the tubing/bag for leaks and that IV pump was properly loaded. No new orders per physician and the patient was monitored continuously.